Event description:
Reporter alleged obtaining a discrepant blood glucose result of lo (less than 10 mg/dl) which was undosed back to back with a result of 229 mg/dl on the compact plus system when testing was performed within 10 minutes. No actions were reportedly taken or treatments received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.